Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed photos show open shelf pack with label of pcn 368861 lot 1029732 exp 05/2022, and the tube unit label with the information pcn 368861 lot 9269776 exp 01/2021. The product pcn 368861 lot 9269776 exp 01/2021 was manufactured 10/06/2019 in the building 2 and has already been shipped from the manufacturing site 20 months before the product pcn 368861 lot 1029732 exp 05/2022 was started to manufacture. Pcn 368861 lot 1029732 exp 05/2022 was manufactured 20/02/2021 in the building 1. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to product mix up as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode product mix up. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when the customer received the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was an incorrect expiration date on the devices. The following information was provided by the initial reporter. The customer stated: "the customer received a pack of tubes where the packaging and contents of the tube had lot numbers that didn¿t match. Furthermore, the tubes were expired."